Event description:
In 2001, the facility's program director informed the manufacturer's (MFR.) Representative of the following: the patient's driveline exit site was severely infected. Dressing changes had not been done regularly by the patient. The patient was admitted to the ICU semi-conscious with the driveline infection which had progressed internally. The patient was being treated with IV antibiotics and options were being considered for removal of the device if native heart function was present. No further details were provided at this time.